Event description:
Per sales rep and the surgeon: it was alleged that the pt was implanted with the ventralex st mesh and had a post-op reaction. The surgeon felt it may have been due to cellulitis. The pt was treated with antibiotics, and the area has since resolved.

Manufacturer narrative:
We have contacted the initial reporter to request additional info. This MDR includes all pt, event and device info davol has received to date. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The surgeon reports the pt developed an allergic reaction following the implant of a ventralex st mesh. Currently, allergy testing has not been conducted. A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event. Additionally, allergic reaction is listed as a known adverse event in the product's IFU. The mesh remains implanted. If additional info is provided, a supplemental report will be submitted.